Event description:
During molar removal, the drill overheated and created a 7mm white blister on the pts' upper right lip. The dr administered an injection of medication for post-surgical pain control. The pt has been seen in two follow-up visits and the attending rn has stated that the pt is doing well and that a scar would not develop.